Manufacturer narrative:
It was reported to the implantcast gmbh that a dirt particle was sealed in the packaging of an ic-bipolar head cocrmo ø 28/44 mm. Accordingly, the implant was not used, and an alternative product had to be retrieved from the storage, which resulted in a prolongation of surgery time by 15 minutes. Optical examination of the implant confirmed the presence of a freely moving black particle inside of the sterile packaging. An internal investigation revealed that this is a particle of textile origin. The particle probably came into contact with the product during the packaging process and should have been detected latest during the packaging inspection. However, due to an isolated case of human error, the particle has been overlooked in the visual inspection. Nevertheless, despite of the incident, a functional, standard-compliant cleaning and monitoring system is implemented in the cleanroom area in question. The manufacturing documents, instructions for use and the surgical techniques were reviewed, none of which indicated any deviation. In conclusion, the available data indicate that the incident was caused by quality control deficiency resulting from an individual human error. The relevant employees will be trained and sensitised in order to avoid such incidents in the future. The event was assigned to the hazard "residues / particles on implant" in the associated risk management overview.

Event description:
The following event was reported to implantcast gmbh: "dirt particles sealed into the implant packaging." (Translated from german: "schmutzpartikel beim implantat mit eingeschweisst"). Remark implantcast gmbh: a follow up report has been compiled due to the results of the internal investigation.

Event description:
The following event was reported to implantcast gmbh: "dirt particles sealed into the implant packaging." ( translated from german: "schmutzpartikel beim implantat mit eingeschweisst").

Manufacturer narrative:
It was reported to the implantcast gmbh that a dirt particle was sealed in the packaging of an ic-bipolar head cocrmo ø 28/44 mm. Accordingly, the implant was not used, and an alternative product had to be retrieved from the storage, which resulted in a prolongation of surgery time by 15 minutes. Optical examination of the implant confirmed the presence of a freely moving black particle inside of the sterile packaging. The origin of the particle is not determinable at the present time. The manufacturing documents, instructions for use and the surgical techniques were reviewed, none of which indicated any deviation. Nevertheless, the error pattern indicates that an error occurred during the packaging process. The event was assigned to the hazard "residues / particles on implant" in the associated risk management overview. In conclusion, the available data suggest that the incident was caused by a manufacturing / quality control deficiency resulting from an individual human error. A comprehensive investigation of the causes has been initiated. The relevant employees will be trained and sensitised in order to avoid such incidents in the future.